Manufacturer narrative:
A device was received for this patient. Through evaluation of the device, it was determined that it is not a device manufactured by edwards lifesciences.

Event description:
It was reported that the device was explanted after an implant duration of approximately 203.4 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral insufficiency and regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer reported there were intermittent black images on the system. No pt injury was reported.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an pinnacle anterior/apical pfr kit, as the technician was attempting to load the mesh leg into the capio device, the needle detached from the mesh leg into the capturing device, outside the patient. The physician completed the procedure with another pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Evaluation summary: heavy host tissue overgrowth is evident at one aspect of the ring. At the other aspect, host tissue is moderate. A cut in the sewing fabric measures to approximately 5mm, exposed the silicone ring. No other inconsistencies detected. Additional manufacturer narrative: the device evaluation was completed on 06/14/2010.